Event description:
Reporter alleged meter read 464 mg/dl at 4:30 pm so took 12 units of insulin however when testing at 4:39 pm glucose was 66 mg/dl. It was reported customer ate and at 5:49 pm glucose was still 66 mg/dl however elevated to 200+ mg/dl at 7:30 pm no medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.